Event description:
It was reported the infusion device beeped as if there was an error message, but the infusion device display screen did not show an alert. This first happened on (B)(6) 2010, and the infusion device was stopped while pt was in the shower. Pt restarted the infusion device and used alternative therapy for a few hrs. The second time, the infusion device was in the run mode and pt was not manipulating it. Infusion device suddenly started to beep, but there was no alert or error message displayed. The buttons did not work again. Pt switched to alternative therapy. The infusion device is now working as intended. Pt has also found insulin in the cartridge compartment, and blood glucose has elevated to 170-180 mg/dl during these events. Normal blood glucose is 100-120 mg/dl. Infusion device was requested for eval. The pt did not require treatment from a health care professional or a second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.